Event description:
The customer was unable to get a reading from the contour meter, went to the ER to get a blood test and the reading was too low. Customer was admitted to the hospital. Information regarding actual readings and treatment were not provided. Customer's meter is expected to be returned for evaluation and a new one was sent. Only the meter information was provided.

Manufacturer narrative:
(B)(6).